Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg); exact values were not provided. Pump history was reviewed with tandem technical support and no alarms were identified. Customer was "not comfortable with using the pump" and reverted to using manual injections for insulin therapy. Customer did not provide further information.